Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach floss, easy slide mint for dental cleaning (route-dental, lot number 0672d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the cutter part popped out and it was hard to cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No product was returned. A review of the data associated with this complaint category revealed no adverse trends and no trend involving the reported lot number 0672d. Retain sample for lot 0672d was visually examined according to product specification for johnson and johnson reach floss, easy slide mint and it met specification. The review of the investigation documentation did not show any information that indicated johnson and johnson reach floss, easy slide mint failed to meet specifications. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach floss, easy slide mint for dental cleaning (route-dental, lot number 0672d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the cutter part popped out and it was hard to cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.